Event description:
It was reported that the pt expired due to unk reason. The pt death date and implant duration are unk. Info rec'd from implant pt registry.

Manufacturer narrative:
Device not returned.